Manufacturer narrative:
A specific cause for the reported infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 8 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2018, that the patient was admitted into the hospital on (B)(6) 2017 for shortness of breath, fatigue and possible percutaneous lead (driveline) infection. The patient¿s white blood cell count was 15.7 k/cumm (3.8-9.9), and the temperature was 99.3 f. The patient had sepsis, and blood cultures from the driveline site were positive for (B)(6). The patient was treated with cefepime and vancomycin. On (B)(6) 2017, the blood cultures were negative. The patient continued antibiotic therapy. No additional information was provided.